Event description:
It was reported that during a procedure to replace a device at eri (elective replacement indicator), the physician used electrocautery near the pacemaker and the patient went into ventricular fibrillation. Cardioversion was successful in restoring normal rhythm. The device was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.